Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision was osteolysis.

Manufacturer narrative:
Left lcs revision performed on (B)(6) 2016. Primary surgery was on (B)(6) 2004. Reason for revision was osteolysis. Photos available: x-ray, primary implant stickers, explanted components, revision implant stickers. No other information available. No device associated with this report was received for examination. A worldwide complaint database search found no additional related reports against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.